Event description:
It was reported that customer experienced pump malfunction, but no further event details were available. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned to distributor for evaluation, and investigation showed pump started, charged, and connected to computer normally, with earlier malfunctions recorded in pump logs; customer received replacement pump while further assessment of returned device was pending.